Event description:
The complainant alleged that the emergency medical technician was defibrillating a pt (age and gender unknown) who was in ventricular fibrillation. The emergency medical technician defibrillated the pt twice, at 200 joules each time. After the second defibrillation, the device screen went completely blank and did not come back on. The device recorder printed the pt's electrocardiogram. The clinicians obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.